Event description:
It was reported by a synthes sales consultant that during a demo of a sternal zipfix, near the end of the demo when she reached the last ratchet, the latching mechanism would not catch. After the demo the sales consultant tried again and the latching mechanism will not catch. There was no patient or procedure involved in this demo. Event #1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing records were reviewed and no complaint related issues were found. The manufacturing evaluation, visual inspection report states that there was no visible damages or wear. Visual inspection does not show any irregularities of the specifications. The device passed the required functional test performed by product developement successfully. Therefore and as the DHR shows no deviations this complaint is invalid from a manufacturing standpoint. The design evaluation report states that no damages could be seen to the returned instrument. The functional test, with three implant devices as per technique guide where preformed and all three devices were tensioned to maximum tension before the instrument tension limiting feature was preventing over tensioning. It was observed when the trigger were additionally pulled, after maximum tension was applied to the implant device, that the device would start slipping through the gripping feature of the instrument. Because this only occurs after max tension was applied to the implant, the instrument is functioning as per its design intent. Placeholder

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.